Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy procedure, the patient's bowel was injured and incurred a perforation. The patient was reported to have been taken to the operating room for surgery, and is recovering in the hospital.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that during the procedure, the users observed three polyps in the cecum. The first polyp was successfully removed using a snare, the second with a hot biopsy forceps. Upon removal of the second polyp, minor bleeding was observed, and a perforation was detected near the second polypectomy site. The bleeding was said to have been controlled using the same hot biopsy forceps; however, the procedure was then aborted, and the patient was immediately transferred to the operating room for exploratory examination and to correct the perforation. A cat-scan was performed and the patient was discovered to have a pneumothorax, which is likely unrelated to the colonoscopy. The patient was said to have been admitted in the hospital; provided antibiotics and a chest tube. The patient was reported to be recovering in the hospital and was said to be doing fine. The subject device was not returned to olympus for evaluation, as it was discarded following the procedure. The exact cause of the user's experience could not be determined. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR report# (B)(4) for related report.